Event description:
A talent stent graft delivery system was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. Vessel morphology was moderate tortuosity and severe calcification. It was reported that the stent graft was unable to be advanced to the intended landing zone due to the vessel morphology. The stent graft delivery catheter was removed from the patient and it was noticed to have a kink. The case was completed with another talent device. No clinical sequelae were reported and the patient is fine. The device was returned and the analysis of the stent graft delivery system has been completed. The kinks on the sheath were confirmed per the complaint. The device appear fine with no abnormalities found. The cause of the kinks was determined to be due to the patient's vessel anatomy.

Manufacturer narrative:
Moderate tortuosity and severe calcification of the vessels. Conclusion - moderate tortuosity and severe calcification of the vessels.